Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter and retention controls. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. Relevant retention test strips (lot 378585) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter questioned results for 91 patients tested between (B)(6) 2019 and (B)(6) 2019 on coaguchek pro ii meter serial number (B)(4) compared to the siemens thromborel s laboratory method. Based on the data provided, the results for 4 patients were discrepant. Patient 1 result from the meter was 3.90 inr. The result from the laboratory was 2.83 inr. On (B)(6) 2019 patient 2 result from the meter was 3.70 inr. The result from the laboratory was 2.56 inr. On (B)(6) 2019 patient 3 result from the meter was 1.20 inr. The result from the laboratory was 1.78 inr. On (B)(6) 2019 patient 4 result from the meter was 3.80 inr. The result from the laboratory was 2.51 inr. All patients' therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The patients never get their hands washed; their fingers are disinfected with neoxinal and then dried.